Manufacturer narrative:
H11: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a shoulder procedure, the super turbovac 90 was not responding after being connected to the cable socket and the foot pedal was pressed. The procedure was resumed using an equivalent s+n backup. After a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The device was plugged into the controller and registered settings (1,7). The wand had no issues producing plasma or activating coag. The resistance measured at 0.91 kilo ohms. The unit activated as normal and had normal output. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.